Manufacturer narrative:
Result: both handles were returned for eval and subjected to release testing. Both handles meet release criteria and were able to detach coils. Conclusion: the reported detachment difficulty could not be traced to the performance of the handles. It is known that if the spiral cut portion of the hypotube of the coil pusher assembly enters tortuous anatomy, the pull wire may encounter friction making the release of the coil difficult. This may have been the reason for the difficulty in detaching the coils in this case. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The penumbra coil 400 detachment handle could not detach six of nine coils. A second detachment handle could not detach one coil, but did detach three coils. The pt was in good condition with no adverse event. This MDR is associated with MDR 3005168196-2011-00297.